Event description:
The pt underwent a procedure for a permanent scs sys. It was reported during the procedure neuromonitoring indicated the pt began loosing right leg sensation. Additionally, the physician experienced difficulty in placing the lead in the desired location. The physician elected to abandon the procedure. The pt began to regain feeling in her leg afterwards. Follow-up indicated the pt has fully recovered. Additionally, the pt's physician indicated he felt the issue was related to removal of scar tissue in the epidural space and not due to the scs sys.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.